Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens asymmetrically vaulted (z-syndrome) approximately 6 weeks post implant. The pt noticed a decrease in vision. The patient's current prognosis is good. Lens reposition/exchange is planned. This report pertains to the patient's right eye.